Event description:
Pt underwent intramedullary nailing of a commuted intertrochanteric subtrochanteric fracture of the right hip on (B)(6) 2011. Pt presented to ed on (B)(6) 2012 with pain and external rotation of the right leg. X-ray revealed fracture of the cephalomedullary nail used for repair of the (B)(6) 2011 fracture.